Event description:
Caller states that he obtained results of 233mg/dl, 310mg/dl, and 58mg/dl on the same device within 10 minutes. No adverse event reported and no treatment received. On another occasion, he reports that he tested 248mg/dl and 17mg/dl within minutes on the same device. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.